Event description:
It was reported that the left monitor on the 9900 sys went black, and the sys locked up during a case. The 9900 sys had to be rebooted, and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The voltage was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.